Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported there are two patients who have infections after procedures with the olympus endoscopes. Based on the customer's response, the patients had diagnostic procedures around (B)(6) 2022. Signs and symptoms of infection appeared three days after the procedure and they were 'most likely diagnosed with cystitis.' No cultures of the endoscope or patients have been performed. This event includes 2 reports (B)(6) : patient 1. (B)(6) : patient 2. This is report 1 of 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be identified, one deviation from the instructions for use (IFU) was confirmed. Per the reprocessing checklist from the facility, it was noted that they did not suck water from the forceps/suction channels using a suction pump during pre-cleaning. The event can be detected/prevented by following the IFU which state: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.¿. This supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patients who developed urinary tract infections were subsequently treated.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR with information inadvertently left out (b2, b5, h6) and additional information received from the user facility as reflected in d10 and h11. The customer provided more information regarding their reprocessing process. The customer confirmed that they wipe the outer surface of the insertion site for flexible cystoscope products in the bedside cleaning described in the instruction manual after the examination. The bedside cleaning described in the instruction manual for flexible cystoscope products after examination involves pumping water into the channel using a suction device and the endoscope's suction valve. Leakage tests are performed on flexible cystoscope products in accordance with the instruction manual. Channel brushing operation using the customer's own cleaning brushes as described in the instruction manual is carried out. Brushes made by other manufacturers are also used. A cleaning adapter (maj-1077) and a suction machine to suction cleaning solution, water, and air during main cleaning and rinsing for flexible cystoscope products with suction ducts are used. For flexible cystoscope products with suction channels, the inside of the channel is filled with cleaning and disinfection solution by aspirating the cleaning and disinfection solution with a syringe through the suction cleaning adapter (maj-1077) during immersion in the endoscope at the time of main cleaning and disinfection. The customer uses automatic cleaning and disinfection equipment from another company when cleaning flexible cystoscopes. When manually cleaning and disinfecting flexible cystoscope products, units are individually cleaned and disinfected. Bedside washing is always performed immediately after the case. The t-tube (maj-891) that the customer is currently using was purchased at the same time as the endoscope product they are using in combination. The t-pipe (maj-891) has been disassembled as described in the instruction manual. The t-pipe (maj-891) has been cleaned and disinfected as described in the instruction manual. If the forceps stopper (maj-579) of the t-pipe (maj-891) has deteriorated due to use, it has been properly replaced as described in the instruction manual. The t-pipe (maj-891) is not being cleaned using the customer's own cleaning brush as described in the instruction manual. The cleaning and disinfection procedures described in the instruction manuals of each company for olympus and other companies' products was followed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial with information inadvertently left out (h6 and h11). The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.